Event description:
Reamer shaft broke during reaming case type: tha.

Manufacturer narrative:
"Reported issue reamer shaft broke during reaming product inspection pr 2228100 could not be completed as the 212760 offset cup reamer handle was not provided. Three communication attempts were made and appropriate information was not received. Product was not returned. Device history review review of device history records indicate 0 of 30 devices were accepted on 03/10/2017. A review of qt 17-03-0041 revealed that 26 of 30 parts were dispositioned "use as is" per on 04/19/2017.a review of qt 17-03- 0041 revealed that the non conformance is not related to the failure alleged in the complaint. Complaint history review a review of complaints in catsweb and trackwise related to p/n 212760, lot number 3578694 shows 3 additional complaints related to the failure in this investigation. The complaints are pr (B)(4). Conclusions: the failure mode could not be confirmed because the 212760 offset cup reamer handle was not available for evaluation. Three communication attempts were made and appropriate information was not received. If device and/or additional information become available, this investigation will be reopened. Nc/CAPA review a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event".

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Reamer shaft broke during reaming. Case type: tha.